Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the system caused an underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 months. Height: unknown. Weight: 5.8 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Scratches on the reservoir and deposits inside were visible. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some particles were flushed out. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. An accelerated outflow of m.blue in the vertical position and of progav 2.0 in the horizontal position could be determined. Adjustment test: the m.blue and the progav 2.0 were tested and adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions were fully operational and the braking forces were within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine an accelerated outflow of the valves. The determined deposits can be named as the cause for the accelerated outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.